Event description:
A technician reported three weeks following photo refractive keratectomy (prk), a patient showed signs of erosion in the right eye. The patient reported foreign body sensation and pain. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).